Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage connectors were cleaned and regreased. The system was then found to be operating as intended.

Event description:
The customer reported that the system made a loud bang noise during exposure and the screen went black and the system shut down during a case. There is no report of patient injury associated with this event.